Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a "no disposal" error message. There was no reported adverse event.

Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received in good physical condition with a scratched screen. A cassette was attached to the device and it ran with no issues. The reported "no disposable" alarms were unable to be duplicated. The upstream sensor will be recalibrated and the downstream sensor will be replaced as a preventive measure. There was no fault with the returned pump.